Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.